Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c62 tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: hospital pharmacy started to use c62 instead of c61 (complaints). Now they have faced several quality issues with c62. In this case the tube is compressed and therefore can¿t be primed/used.

Manufacturer narrative:
H.6. Investigation summary one photo and one sample was provided to our quality team for investigation. The final product for lot ta12051 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, the tubing was observed to be completely compressed near the connection between the tubing and the spike. Manufacturing records were reviewed for the reported lot and no issues were identified that could have contributed to this incident, product was verified to be made according to specifications. While we could not identify a direct issue, it was determined this incident occurred as a result of punctual error by the operator, resulting in the defect observed. Manufacturing personnel have been notified of this incident to increase awareness. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that secondary set c62 tubing was damaged. This was discovered during use. The following information was provided by the initial reporter: hospital pharmacy started to use c62 instead of c61 (complaints). Now they have faced several quality issues with c62. In this case the tube is compressed and therefore can¿t be primed/used.